Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the location of the perforation / pericardial effusion was the transverse sinus surrounding laa, as well as posterior portion of the heart. There was no major clinical effect, just a collection of fluid.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was inserted into the patient. An unknown pigtail catheter was retracted so that the tip was straight and not curved. It was advanced into the laa; however, the tip perforated the laa and caused a pericardial effusion. Once the effusion was noticed, protamine was reversed. They pulled the access system into the left atrium and drained fluid out through the pigtail. The patient was then brought to the operating room where they performed a mini pericardial window to drain more fluid using a larger pigtail catheter. The patient remained stable the entire time.